Event description:
A company rep reported that air bubbles from the line entered a pt's eye during a vitrectomy procedure. The procedure was completed with no harm to the pt.

Manufacturer narrative:
No sample was returned for eval; therefore, the condition of the product could not be verified. No component lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. Because a sample was not returned with this complaint, the root cause cannot be determined. (B)(4).